Event description:
I had an abbott spinal stimulator install 6 years ago. It has not ever been able to be put into MRI mode. I have disc degenerative disease and need MRI's when new problems arise. I needed a rush MRI for increase in pain and discovered the unit could not be put into MRI mode. The diagnostic center personnel tried for a considerable amount of time to help with no success. I was forced to reschedule the MRI and wait in pain for over a week for a new appointment so the abbot rep could meet me in the parking lot in order to switch the device into the mode to allow a MRI. The rep would not wait for the MRI to be done so I had to wait another 3 days before I could get it reset. The rep said I should just have highly radiating cat scans in the future. I suspect these devices need much better testing before a patient has one implanted. I will soon need a battery replacement and will be having it removed as I regret having it implanted. I have not received any real pain reduction from the implant and in my case it has been a huge waste of money and time.